Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was not saved. The customer reported that they need assistance with the setting for accuracy. The customer reported high blood glucose and the insulin pump had no basal rates. Troubleshooting was not performed. The insulin pump will not be returned for analysis.